Event description:
A doctor alleged that a patient had experienced the debonding of two (2) restorations after placement with optibond solo, plusiinae primer and nexus light cure cement.

Manufacturer narrative:
Patient specifics with regard to age and weight were not provided by the doctor. The doctor re-cemented the veneers for teeth #24 and #25 using the same products without further incident. To date, the patient is doing fine. The product was not returned and the products the doctor had been using are expired products; therefore, no evaluations are necessary.